Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin was squirted out or shot out during priming process. Customer¿s blood glucose was unknown. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Basic occlusion test. Pump failed prime or a33 test at 3.0 lbs due to faulty force sensor resistor. Unable to perform occlusion test, excessive no delivery test. (B)(4).